Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor break. The customer was reporting that they recently put in sensor in arm and the adhesive tape was coming but the needle was not there. Customer stated that the consumable or introducer needle was fractured while in the body. The sensor will be returned for analysis.